Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the yellow tamper seal on the returned jar was received broken. The label on the outside of the jar showed watermarks suggestive of fluid damage. As reported in the event, the jar was previously opened; therefore, a torque test was not performed to evaluate against the difficult to open jar allegation. Upon opening the jar, small remnants of gasket material were found stuck to the rim of the jar. Dried, crystallized glutaraldehyde was observed along the shoulder of the jar. White particulates that appear to be from the gasket were observed inside the jar. The gasket showed multiple areas of damage with small pits and strips noted on the rubber. The particulates were sent to mecc analytical chemistry department for ft-ir analysis. The sample was received between two glass slides that were taped together and labeled. The particles were removed and placed on a gold coated slide for testing. These particles were analyzed using the bruker invenio ftir and hyperion ii microscope using the ge-uatr accessory. These particles were spectroscopically consistent with polydimethylsiloxane. Of note, spectral library matches are provided. Library matches do not necessarily provide exact identification of materials. Library matching may only suggest potential chemistries. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, the lid of the glass valve jar was difficult to open. The sealing was reported to be stuck to the glass jar. A small portion of the seal came off and fell into the liquid inside the jar. The jar and valve inside were not used and were replaced. No adverse patient effects were reported.